Event description:
It was reported that a data loss occurred after a migration was performed. In (B)(6) 2012, the customer switched from an ibm tape library to an emc spinning disc solution. Until recently no issues had been reported about the inability to prefetch nearline data that was moved during the above migration. The lost data was from 2009 (partial loss) and 2011 (also partial loss). The data loss appears to have occurred when migration from tape to disc was performed, but cannot be confirmed at this time. There have been no injuries attributed to this issue.

Manufacturer narrative:
This issue is under investigation in the factory presently there is no rca (root cause analysis) completed. The factory is attempting to recover the lost images and data and has been successful in finding the 2011 missing studies. This was possible because the copy tapes from 2011 were found and the data was restored from them. The copy tapes from 2009 have been lost or destroyed. The migration script is being checked and the process for migrating data is being investigated. A f/u report will be submitted to the agency when more info becomes available. As an immediate measure all sites which have been migrated in the past, as well as ongoing migrations, are being investigated for completeness. New migrations are on hold until the investigation is completed and the rca of the missing images is finalized.